Event description:
The suspect device result was 339 mg/dl. The user felt disoriented and was taken to the ER and admitted. A hospital meter was used to check pt's blood glucose and the level was 60 mg/dl. They were treated with glucose. No controls were used. The device was replaced and requested to be returned for evaluation.